Event description:
The thermogard xp ivtm system (sn (B)(6) displayed tcmid:04 (ce response timeout) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:04 (ce response timeout) error message was confirmed during the functional testing. The root cause for the reported tcmid:04 error message was a failure of the lm-34 temperature sensor. The thermogard xp ivtm system failed functional testing due to the tcmid:04 error message displayed upon powering on. The lm-34 temperature sensor was replaced to remedy the complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).